Manufacturer narrative:
Other text: device evaluation the device was returned for evaluation. The device was given functional testing; this showed the device performed as expected. During operation no excessive noise was identified. The investigation determined the float switch component required replacement. The cause of the reported issue could not be confirmed.

Event description:
It was reported the device was noisy during operation. Issue was detected during testing with no patient involvement.